Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor cannot pass self-test during daily inspection. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the philips heartstart xl+ defibrillator indicating that the device failed the self-test. There was reportedly no patient involvement. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.